Event description:
It was reported that the customer's insulin pump had unresponsive buttons. His blood glucose was 255mg/dl at the time of reporting. He stated that the pump had been exposed to a light rain. The pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor and battery tube assembly.